Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (20 mg/ml at 25.007 mg/day) via an im plantable pump. On (B)(6) 2015, it was reported that the patient presented to the ed (emergency department) on (B)(6) 2015 with spasms in the lower extremities and excruciating pain. The patient had recently had a change to her programming around 11am on (B)(6). The patient came to the ed at 4pm. They initially thought the patient was going through withdrawal, but were now looking at possible overdose. The reporter wanted help interpreting the print reports she had from (B)(6) and (B)(6). It was unclear how the reporter received the reports. The programming strips indicated that the pump was programmed to 25.007 mg/day in simple continuous mode with pa (patient activated) dosing of 9.98 mg. The ptm (personal therapy manager) lockout interval was 1x/2hr, the dri (dose restriction interval) was (B)(6), and the maximum activations were 12 for a total maximum daily dose of 138.414 mg if the patient were to take all 12 boluses. It was calculated that if the pump was refilled with 40 ml and the reservoir volume showed that it was at 37.5 ml on (B)(6), it was likely that the patient received 50 mg in that time. The reporter stated that she would not give the patient name or any details about the case because of hipaa. It was reviewed that as a device manufacturer that we are required to ask questions regarding events; however, the reporter was not willing to answer any questions. No further follow-up was possible as the initial reporter would not provide any additional information or contact information.